Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding the consumer who was implanted with an implantable neurostimulator for non-malignant pain. It was reported that the patient's lead broke and a revision was done on (B)(6) 2015 where a new paddle lead was put in a second time. It was noted that there were no trauma, falls, or unrelated medical procedures reported. It was also noted that during the revision there were no allegations of a system use issue. No symptoms were reported. The issue occurred during use in (B)(6) 2015. Additional information has been requested regarding the cause of the lead break but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a health care professional (hcp) reported that she had no information regarding the cause of the patient's lead break. The notes for the procedure only stated that the patient left a wedding and felt a sudden pain. The hcp was not sure who/what was at fault regarding the lead break.